Event description:
It was reported that four (4) unspecified elastomeric pumps underinfused medication to the patient. The devices were filled with 18000mg piperacillin tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: catalogue #: 2c4063k (previously submitted as asku). Correction made to d4: lot #: 22b006 (previously submitted as asku). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). Correction made to d5: operator of device: patient/consumer (previously submitted as other). Correction made to d1: brand name: folfusor (previously submitted as ni). H4: lot manufacture date: february 03, 2022 -february 04, 2022. H10: the actual devices were not available; however, four (4) photographs of the samples were provided for evaluation. The photographs were visually inspected and showed fluid inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.